Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the analysis revealed that no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45 implantable pacing lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that there were high capture thresholds in the right atrial and ventricular leads and the physician did not like the positioning of the leads. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.